Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval.

Event description:
The jetstream g3 was advanced to treat a lesion located in the superficial femoral artery (sfa). The g3 device did not appear to be aspirating properly since only clear fluid was in the aspiration bag. While the device was not aspirating properly, plaque and thrombus moved distally and the peroneal artery shut down. Another MFR's aspiration catheter and angioplasty were used in the sfa as well as below the knee to maintain a single vessel runoff out of two. Pt was discharged and is doing ok.